Event description:
The complainant stated they read the directions for the product before attaching the ab energizer to abdominal muscle. Complainant stated after using the product once, the white strips came off from the product. Complainant stuck the strips back on then used the product again three days later. Complainant said the product shocked them and left their skin pink and swollen. Complainant said they experienced abdominal pain after using the product. Complainant called store and explained what happened. Complainant was advised to return the product. Complainant tried to call the product's customer svc line, but only got a recording. Complainant stated they lost the phone number but had the internet site address. Complainant did not seek medical attention. However, they stated if symptoms do not go away, they will visit a physican and would provide FDA access to their medical records. Complainant wishes further contact.